Event description:
It was reported that during procedure it was unable to recapture the subject stent into the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.